Event description:
Per complaint (B)(4), before clinical procedure, packaging issue was observed.

Manufacturer narrative:
Patient's age, weight, other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Date of implant and date of explant are product was never placed and product was not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.